Event description:
It was reported that pt had a two level minimally invasive tlf using peek device/infuse bone braft/autograft bone. A drain was placed. Immediately post op, pt had mild residual radicular pain. It was noted that his pain was dramatically better than pre-op. Approc 8-10 weeks post op, the pt had an exacerbation of leg pain that was sudden in onset, per the pt. The underwent CT and MRI, which showed a fluid like collection that extended out directly from the annulotamoy site at one level. Pt is scheduled for CT guided needle aspiration. It is unk if the infuse bone graft contributed to the reported event, but co is filing this MDR out of an abundance of caution.